Manufacturer narrative:
The unit was received with a minor scratched lcd window, cracked reservoir tube window corners, a broken reservoir tube lip, and cracked battery tube threads. Analysis was unable to properly secure the reservoir due to a broken off reservoir tube lip.

Event description:
The customer called to report that the reservoir compartment was cracked. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.